Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to faulty interface board. The interface board was damaged during inspection. They were unable to confirm the off and no power anomaly complain due to the blank display. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 85 mg/dl at the time of incident. The customer stated that he was asleep when the pump turned off and would not come back on. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer rested the pump and put in new batteries but the screen was still blank. The customer was advised to monitor the pump and call back if the issue recurred. The insulin pump was returned for analysis.